Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0vhzp, implanted: (B)(6) 2015 explanted: product type: lead. (B)(4).

Event description:
The consumer reported that the bottom third of the battery was pushing out of the skin and it got very hot. It had been that way since implant but it was less visible at the time of report. When the patient leaned forward, the implantable neurostimulator (ins) site hurt. It was also noted that at the patient's job he wore a portable vacuum on his back and the vent was right over the ins site. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).